Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: steroid-eluting endocardial pacing lead for treatment of exit block. American heart journal. 1983. 106 (6). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this lead. The article reports a patient who underwent a transvenous pacemaker implant. Within one week of implant, the right ventricular (rv) lead exhibited intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.